Event description:
It was reported that at implant the lead impedance was high. The next day the impedance was still high and the threshold had increased, so the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.